Manufacturer narrative:
The manufacturer previously received information alleging the device did not meet acceptance criteria of evaluation process for the following conditions: enclosure back left cracked, and o2 port cracked and missing feet. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A ventilator was returned to the manufacturer for evaluation and there were no reportable events/errors confirmed at this time.

Event description:
The manufacturer received information alleging the device did not meet acceptance criteria of evaluation process for the following conditions: enclosure back left cracked, and o2 port cracked and missing feet. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.